Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a fusiform ruptured abdominal aortic aneurysm. The patient's vital sign was low upon arrival to the hospital. It was reported that during the index procedure a type IV endoleak was determined by angiography. The next day an angiogram/ CT showed a type iii junction endoleak, and thus the decision was made to perform an open conversion. The blood flow to the ruptured site could not be blocked, and the patient's vital sign remained unstable; thus, the device was removed and y-graft replacement was performed. During the open surgery, the physician visually checked the junction of the short contralateral limb and the contralateral limb, and observed a type iii endoleak was caused by wrinkles. The patient will be monitored. No additional clinical sequelae were reported.